Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump was not turned on due to battery failed alert. Customer blood glucose value was 223 mg/dl. Customer stated that insulin pump was usually give him a low battery alert first, but this time the insulin pump just turned off with battery failed alert. The customer was assisted with troubleshooting. The insulin pump was passed self test. The contacts on battery cap was not missing, damaged, or corroded. It was unknown if the insulin pump was on auto mode at the time of the incident. The device will not be returned for analysis.